Event description:
New information received notes that the asymptomatic patient presented in clinic in october with an alert showing nonsustained lead noise due to post-paced t-wave oversensing. Recommended programming changes were performed at this clinical visit.

Event description:
It was reported that an asymptomatic patient presented via a (B)(6) transmission. Non-sustained lead noise episode was observed due to post-paced t-wave oversensing. Programming changes were suggested, but the physician opted not to make the changes.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.